Manufacturer narrative:
Patient codes have been updated to include(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6)2018, the rep received a phone call from the hcp. It was stated that patient was in the office today. They started having drainage from the pump site yesterday and was diagnosed with cellulitis at the pump site today. The patient was scheduled for pump replacement and relocation for (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) regarding a patient receiving bupivacaine (6 mg/ml, 1.35 mg/day) and morphine (6 mg/ml, 1.35 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. The patient had their pump replaced on (B)(6) 2018 and stated everything was great for 3 weeks. The patient then developed redness around incision on (B)(6) 2018 with a pulling/burning sensation at the pump site. The rep also reported it as a pocket infection. The patient placed ointment on it and covered it. The patient noticed increased redness and red-tinged drainage so they went to the ER. The patient was started on keflex 250 qid. On day 6, the patient developed a rash, itching and hives so the antibiotic was discontinued. The patient was scheduled for a surgical intervention, described as irrigation and debridement (I & d) of the pump pocket, on (B)(6) 2018. The issue was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-07, additional information was received from the manufacturer representative (rep). The rep indicated they found out ab out the event from a physician's assistant in the hcps office who told them the case was boarded. The rep then called the patient for details. The rep stated the I<(>&<)>d was performed "this" evening ((B)(6) 2018). The pocket was flushed with saline and a wound kit and wound vac was placed. Cultures were taken. The patient would be monitored inpatient for the next couple of days. Actions planned to resolve the event were reported as antibiotics and possibly "recluses pocket next week". The patient was doing well after the procedure.